Manufacturer narrative:
The customer stated they received discrepant results for two additional patient samples tested with ise indirect na for gen.2 on the c 501 analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted in a na value of 172 and repeated as 127. The second sample initially resulted in a na value of 885 and repeated as 140. The field service engineer determined that rinse tubing was not in good condition, with some loose tubing. The brackets that hold the tubing were worn out and not fixing the tubes in the right position. The rinse tubing, brackets, and check valve for the water rinse were replaced. The cuvettes were replaced and the rinse station water level was adjusted. A cell blank measurement was performed. All controls were good. The customer did not have any more issues with ise tests, but continued to have precision issues for albumin and two other tests.

Manufacturer narrative:
A precision check was performed and it failed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an albumin value of between 50 - 60 g/l. The sample was repeated, resulting in a value of between 20 - 30 g/l. The albumin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer decontaminated the analyzer fluidics and readjusted all measurement parts. He ran checks on the analyzer. Calibration, controls, and precision studies were run. The analyzer was confirmed to be running back within specifications. Reagent issues can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.